Event description:
It was reported that the patient developed an infection at the site of the implantable neurostimulator (ins) pocket following the implant surgery (mostly likely date of infection onset being the day of surgery). It was noted that the incision wound site had split open and never healed and became more inflamed and painful. The patient stated that the ins device was working well for them (¿loves it¿) but had not used it too much because the ins incision pain was so bad. The patient visited the emergency room (ER) for the event issue. Their physician placed them on antibiotics but the site was still inflamed and they had a fever. It was unknown if any cultures had been taken. The patient was reported to be in ¿high spirits¿ despite have the infection and hoped that the antibiotics will clear it up. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the rep attended the patient's appointment the day of this report and her incision looked much better. No cultures were done, but the patient was aware of her infection as soon as it was evident. The patient told the pa that she was higher risk for infection ever since her gastric bypass surgery four years ago, and has had infections before. She completed a 10 day course of keflex about 2 weeks ago, and the battery incision site looked good. The patient was getting 100% pain relief from her nerve pain with her stimulator, but she still had incisional pain in both incision sites. Other than that, the patient was reportedly doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).